Event description:
Same case as MFR# 2134265-2010-05912. Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The de novo, eccentric, diffuse target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.5x28mm taxus liberte stent delivery system (sds) was advanced and the stent was deployed in the mid rca. Next, a 2.5x20mm taxus liberte sds was advanced but it could not reach the distal rca because it didn't pass through the just placed stent. The physician removed the device and noted that the stent struts were raised. A 3.0x16mm taxus liberte sds was then advanced but it was unable to cross to the distal rca. The physician decided not to implant a stent in the distal rca and instead advanced a 2.5x28mm taxus liberte sds to the 80% stenosed lesion in the proximal rca. However, the 2.5x28mm taxus liberte sds did not reach the proximal rca. Angiography revealed timi iii flow in the rca. The procedure was completed without additional intervention. No patient complications were reported and the patient's status is stable. However, device analysis revealed the 16x3.0mm taxus liberte stent was damaged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination revealed stent damage. Strut rows at the proximal end of the stent were misaligned. There were slight kinks in the lumen along it's length. There were kinks along the entire length of the hypotube shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).